Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tension indicator of a 6f¿12f mynx control vascular closure device (vcd) was found to be in tension on initial inspection prior to use at the moment it engaged with the hook. The user was unable to press button 1 because it was "blocked". The first device was immediately discarded. A second 6f¿12f mynx control vascular closure device (vcd) presented the same issue; however, the physician applied slight force while retracting at a 45-degree angle. During retraction, the continuous line disappeared when tension was no longer applied and then reappeared. Compression was required at the end of the procedure due to ultrasound confirmation of a persistent arterial leak at the superficial femoral artery. Hemostasis was achieved with manual compression of less than 7 minutes. No hemodynamic instability was reported. There was no reported patient injury. The mynx vcd was used in an interventional procedure with an antegrade approach, deployed by a physician in training. A cordis avanti+ 6f sheath was used. The femoral site was angiographically verified as suitable with insertion angle, vessel diameter confirmed =5 mm, moderate tortuosity present, and no pvd or calcium observed. The device was stored and prepped according to IFU, with no package damage noted. The balloon was inflated and functioning, and the stopcock was closed during prep. A video was provided showing that in the second device button 1 appeared to be in an unusual position from the start. The operating room temperature was 22.9°c, and the box did not contain temperature control stickers. The first device was discarded. The second device along with a sterile device from the same lot will be returned for analysis.

Manufacturer narrative:
As reported, the tension indicator of a 6f/7f mynx control vascular closure device (vcd) was found to be in tension on initial inspection prior to use at the moment it engaged with the hook. The user was unable to press button 1 because it was "blocked". The first device was immediately discarded. A second 6f/7f mynx control vascular closure device (vcd) presented the same issue; however, the physician applied slight force while retracting at a 45-degree angle. During retraction, the continuous line disappeared when tension was no longer applied and then reappeared. Compression was required at the end of the procedure due to ultrasound confirmation of a persistent arterial leak at the superficial femoral artery. Hemostasis was achieved with manual compression of less than 7 minutes. No hemodynamic instability was reported. There was no reported patient injury. The mynx vcd was used in an interventional procedure with an antegrade approach, deployed by a physician in training. A cordis avanti+ 6f sheath was used. The femoral site was angiographically verified as suitable with insertion angle, vessel diameter confirmed =5 mm, moderate tortuosity present, and no peripheral vascular disease (pvd) or calcium observed. The device was stored and prepped according to the instructions for use (IFU), with no package damage noted. The balloon was inflated and functioning, and the stopcock was closed during prep. The operating room temperature was 22.9°c, and the box did not contain temperature control stickers. Two 6f/7f mynx control vascular closure devices were returned for investigation, one non-sterile and one sterile (inside a sealed pouch bag) from the same lot. Additionally, two pictures were provided, showing the packaging (outer box and internal tray configuration) of the unit as received from the client. The packaging did not exhibit any abnormal conditions. Also, a video was provided in which the user attempts to depress button 1 without achieving the required tension indicator alignment, as instructed in the device¿s IFU. The video shows that the distal portion of the balloon was not exposed to any tension resistance that would simulate activation of the tension alignment. Consequently, the required alignment could not be achieved, and button 1 could not be depressed. Visual inspection of both returned devices showed that button 1 and button 2 were not depressed. The stopcock was found open, with the sterile unit having a cordis mynx syringe detached from the unit and the non-sterile unit received without a syringe. The sealant in both devices was present in its manufactured position and fully covered by the sealant sleeves, which showed no abnormalities. A catheter sheath introducer (csi) was not returned for either unit. The balloon was deflated, and the core wire was present in both devices, while the atraumatic tip did not exhibit any damage or abnormal conditions. The tension indicator in both devices was received in the normal position, showing no anomalies. Images and a video provided by the customer confirmed that the packaging was received in normal condition. The video showed that button 1 could not be pressed because proper tension alignment was not achieved. This condition may have appeared as if the button was ¿blocked¿; however, the issue resulted from the lack of tension engagement rather than a mechanical obstruction. The labeling on the returned packaging was reviewed and found to be accurate and consistent with the product configuration. No additional anomalies were observed during this analysis. Functional testing through a simulated deployment confirmed proper device performance for both units. Each device functioned as intended, deploying the sealant and retracting the balloon as expected. After aligning the tension indicator by pulling in the distal direction, button 1 and button 2 were depressed sequentially per the instructions, and no anomalies were observed. Neither excessive nor insufficient tension was required for proper alignment, confirming the expected performance. Additionally, verification of the tension spring condition in both devices revealed no abnormal findings. The reported events of ¿tension indicator-incorrect indication¿ and ¿button #1-damaged¿ were not observed through analysis of the returned devices as they passed functional testing with no issues noted, and they were not observed through the pictures and video received. Also, the reported event of ¿packaging/pouch/box-inadequate labelling,¿ in relation to the reported missing temperature control stickers, could not be observed without an image of the packaging when it was received in the shipping box. Additionally, the subsequent ¿bleeding¿ that reportedly occurred after the procedure could not be observed as procedural images of the bleeding was not provided. The exact cause of the issues experienced could not be conclusively determined through product evaluation. Based on the information available for review, the picture/video analysis, and product analyses, it is difficult to determine what factors may have contributed to the issues experienced with the tension indicator and button #1. However, handling factors (user error) are possible, as the video evidence shows improper device usage. In the video, button 1 depression was attempted while the tension indicator was not in alignment, and there appeared to be no tension applied to the balloon to achieve alignment. As a result, button 1 would not have been able to be depressed as expected. Additionally, there were no anomalies noted to the devices received for analysis as both were able to have the tension indicators aligned appropriately with full button #1 depression achieved with no issues noted. However, since the video depicted device use outside of the patient, it is unknown whether these conditions also occurred during the procedure. Regarding the reported missing temperature control sticker, it should be noted that this sticker is intended for shipping purposes only and is not intended to be used for monitoring temperature during storage. Access site hemorrhages are a common post-procedural complication and are listed in the product¿s instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, the proper placement of the vcd sealant, and the patient's compliance to decrease mobility of limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, medications, blood transfusion, or even surgical intervention. Without further information on whether the sealant was successfully deployed at the arteriotomy (the sealants were not deployed on the returned devices), it is difficult to determine the contributing factors of the bleeding reported. However, access site factors (moderate tortuosity) and handling of the device are likely. According to the mynx control IFU, which is not intended as a mitigation, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analyses, picture/video analysis, nor the available information suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.